Event description:
When airway discontinued in pacu, bright red blood was noted on airway. Sharp point on tip of airway caused 1/4" to 3/8" laceration near tonsillar area on right, resulting in bilateral hematoma. Physician ordered antibiotics and will follow post op.